Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. Customer¿s blood glucose level was not impacted. Reportedly, the customer reset the pump, and continued to use the pump for insulin therapy.